Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that the screen turned off and the device stopped ventilating. The display could not be turned on again. No patient injury was reported.

Manufacturer narrative:
The infinity acs workstation cc consists of a medical cockpit infinity c500 and a ventilation unit v500. The cockpit c500 was provided for an investigation at the manufacturers repair shop. In the course of device analysis, the log file could not be drawn as the cockpit could not be powered-on as reported by the customer and the basis board m14.5 had to be replaced. As no log evaluation was possible, the stop of ventilation could not be verified. In general, a c500 failure is limited to the cockpit and does not lead to an interruption of an ongoing ventilation as it is continued independently by the ventilation unit v500. In this case safety relevant parameters such as fio2, minute volume or airway pressure are displayed on the supplemental oled-display of the v500 and the user can see the ongoing ventilation.

Event description:
Refer to the initial-report.